Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false elevated alinity c magnesium generated from alinity c processing module. When repeated on another analyzer, the result was reportedly normal. The customer provided the following data: on (B)(6) 2025, sample ID (B)(6), initial magnesium result 3.44 mmol/l and repeat result was 0.75 mmol/l (customer reference range is 0.65 ¿ 1.10 mmol/l) per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported false elevated alinity c magnesium generated from alinity c processing module. When repeated on another analyzer, the result was reportedly normal. The customer provided the following data: (B)(6) 2025, sample ID (B)(6) initial magnesium result 3.44 mmol/l and repeat result was 0.75 mmol/l (customer reference range is 0.65 ¿ 1.10 mmol/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found both the reagent probe and the wash cup were dirty. The fsr cleaned these components and calibrated the probe. The module function was verified with a control/precision run. A review of instrument service history for (B)(6) revealed no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the reagent probe and wash cup did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), the reagent probe, or the wash cup.